Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: incidental findings of damage to the printed circuit board was found upon investigation. The reported event of damage to the system monitor display was confirmed via visual analysis. The reported event of a non-visible display output was confirmed via product testing. The heartmate system monitor (serial #: (B)(4) was serviced at the abbott european distribution center (edc) and no log files were submitted. The unit was observed to have a shattered touchscreen. The unit was powered on and displayed a distorted image on the display. The system was opened, and it was observed that the inverter of the device had a damaged component and that the inverter cable was damaged as well. The touchscreen, led cable, front cover, dc-ac inverter, lcd module, and inverter cable were all replaced. The unit was able to pass all testing after the damaged components were replaced. The system monitor was placed in the abbott rental pool after being serviced. The root cause of the reported events was determined to be from the system monitor falling on the ground, as reported. The device history records were reviewed, and the records revealed the heartmate system monitor (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a damaged display after falling. There was no visible communication display.